Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported that for the past 2 weeks she has had elevated readings up to 397 mg/dl. She treats her readings by bolusing insulin. To troubleshoot, the patient confirmed the time and her 2 basal rate profiles on her insulin infusion device are accurate. She said she adjusts her profiles when she needs to and has recently increased her basal rates. She changes her infusion set every 3 days and her cartridge every 4 days. She has not received any occlusion errors and always remembers to bolus for her meals and prime the infusion set. The patient was advised to switch to her backup infusion device for troubleshooting purposes, but she declined. In the next day, the patient stated she woke up with a reading of 367 mg/dl. She bolused insulin and switched to her backup infusion device. She said she places her infusion headsets on her lower abdomen to the right and left sides, but does not use the area above her navel. Insulin absorption, site selection and site management were discussed with the patient. A box of a different type of insulin sets and a guide to infusion site management were sent to the patient. At about 2 days later, the patient stated she continues to have erratic blood glucose readings while using her backup device. She stated she just received the different type of infusion set and will switch to it today.